Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed returned terminal segment, approximately 8 cm in length from the terminal pin, appeared curve and both coils were fractured at the distal end. The fracture most likely due to lead-on-can contact. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this right ventricular (rv) lead was damaged. The lead was explanted. No additional adverse patient effects were reported.